Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds which resulted in loss of capture. The patient went from solid atrioventricular conduction to having a complete heart block. The lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The longevity calculations confirm that the device exceeded nominal expected longevity it was concluded that the memory corruption and resultant telemetry and interrogation issues were a result the application of electrocautery during the explant procedure. As a result, the clinical observations could not be confirmed.